Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, no anomalies were found. (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that exposed defibrillation coil had white substance and the outer insulation had a cosmetic depression.

Event description:
It was reported that the entire implanted system, device and ventricular lead, were removed due to sepsis. The system was later replaced. No futher patient complications were reported as a result of this event.